Event description:
Customer reports mild cough & sinus infection. Md was seen and prescribed antibiotics & prednisone.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It has been identified that the customer did not follow the proper handwashing procedure as outlined in the instructions for use (IFU). Reporting for due diligence: the customer reports a longstanding history of preexisting sinus issues, which were alleviated with the use of the soclean 2 device. The customer has been a soclean user for approximately 10 years. The customer has since purchased a new soclean 2 device and intends to continue using it, despite the reported injury. Additionally, the customer expressed uncertainty regarding whether the cause of their cough and sinus infection is related to the soclean device or another factor.